Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was 117 beats per minute and the implantable cardioverter defibrillator (ICD) did not deliver therapy. The patient indicated that it was their understanding the device should be delivering therapy over 88 beats per minute. The ICD remains in use. No patient complications have been reported as a result of this event.